Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator exhibited backup vvi operation upon a cybersecurity upgrade attempt, the patient was asymptomatic. A device software download was performed successfully. A reattempt to perform the cybersecurity upgrade was not reported.